Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: srom 28mm +0 m head hip femoral head; pinnacle mtl ins neut28idx48od hip acetabular liner; unknown hip acetabular cup; srom*stm st,36+8l nk,20x15x165 hip femoral stem; unknown hip proximal femoral sleeve. Initial reporter occupation: non-healthcare professional ¿ attorney. Patient codes: (B)(4) no code available is to address the reported ¿surgical intervention¿.

Event description:
Clinical report states that patient was revised to address dislocation. Litigation papers allege that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. As a result the patient has experienced severe pain and discomfort and inflammation in his left thigh and groin. Additionally the patient experienced a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Update: ppf alleges metal wear/metallosis and elevated metal ions. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.